Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 6.1mm thoracic ulcer. Vessel morphology was reported as the ascending neck diameter was 34mm and the descending neck diameter was 30mm. During the index procedure a final angiogram identified a type ia endoleak. The physician ballooned; however, the endoleak still remained. Per the physician, the cause of the proximal type I endoleak remains unknown. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).